Event description:
It was reported a lead polarity switch from bipolar to unipolar occurred and device interrogation noted low lead impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sesr01, implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).